Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on october 31, 2023.

Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics (specific date, type and duration not reported). This report is submitted on june 23, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an infection. This report is submitted on july 18, 2023.

Manufacturer narrative:
This report is submitted on may 11, 2023.

Event description:
Per the clinic, the patient experienced skin breakdown around the receiver stimulator which exposed through the skin (date not reported). The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.